Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. It was noted that the device displayed an unspecified error code. It was found that the insulation resistance of the motor was outside tolerance and that it was noisy during operation. A short circuit was also found inside the motor. The motor cable was found to have a cut and also it's protective conductor resistance (earth resistance) was out of tolerance. Also the resistance value of the keypad of the handcontrol set was out of specifications. The motor, motor cable and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the device would have damaged the motor, resulting in noisy operation. User mishandling of the device is most likely the root cause for the physical damage to the motor cable. This would in turn, have caused the short circuit. However, given the information provided we cannot discern a definitive root cause for the defective keypad of the handcontrol set. A manufacturing record evaluation was performed for the finished device serial number (B)(4) and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by affiliate via phone that a ms tornado micro handpiece with buttons was defective. No surgical delay or patient consequence reported.